Event description:
It was reported that a patient passed away due to alleged under-sensing of patient arrythmia according to the physician. No further interventions were reported on the device and lead.

Manufacturer narrative:
Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received notes that upon technical services review, low amplitude ventricular fibrillation or an agonal rhythm was noted. Intermittent under sensing due to previous signals being larger, or low amplitude signals, but sporadic arrhythmia was seen falling into the vt monitor zone. The physician alleged that the lead should have detected the reported arrythmia.